Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a memory error for a ram (random access memory) integrated circuit. Performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in (B)(6) on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a bit flip. The electrical reset was cleared by reprogramming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Critical ram parity error occurred in address 11 dd on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. (B)(4).